Manufacturer narrative:
The report we received indicated that upon post inflation, stent was not seen in target lesion, assessment was made that the stent went out the right coronary artery. A taxus was deployed successfully, with angio confirming well opposed. There were no adverse effects to the pt. The product was not available for evaluation or testing. Therefore, please note the following: clinical impression: during a pci on a female pt in 2004, a cypher stent dislodged. There is no other info available about the pt's clinical status, the target lesion or the procedure. It is not possible to formulate a clinical impression at this time. Lot & catalog history review: this is the first complaint for a dislodged stent reported for sterile lot number to date, and one of three events of this type reported for this product catalog number within the six months prior to the alert date october 26, 2004. A review of mfg documentation associated with this lot number presented no related issues during the stent final assembly, packaging and sterilization. The route sheet review also verified this lot of product satisfied stent retention, crossing profile, and compliance testing requirements. This review also revealed no correlation between complaint and material review reports (mrr) as well as to the defective units rejected during mfg. This device history record (DHR) review confirmed that the lot met the specified quality requirements for product acceptance. Conclusion: no product returned. The exact cause for the reported dislodged stent event could not be determined.

Event description:
Stent dislodgement.